Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 401 mg/dl at the time of incident. Customer stated they changed the set and insulin pump had insulin flow blocked alarm. Customer stated cannula was not bent. Customer stated insulin exits. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.